Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved and completed the device evaluation. The instrument was found to have homing failures and failed self-test during initialization. A review of the instrument log showed homing failures. The instrument was also found to have dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.086". The knife slot measurement was 0.027". After manually retracting the blade, the instrument continued to fail self-test. When the blade was manually driven out, it was observed that the knife cable was bent. There was significant bio debris found at the instrument tip. There were two ceramic dots missing and they were not returned with the instrument.

Event description:
A vessel sealer instrument was returned with no complaint description. There was no report of patient harm, injury or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reported issue was identified during the procedure. The vessel sealer extend instrument had a recognition issue with the system. The or staff used a backup instrument. The procedure was completed with no report of patient harm, injury or adverse outcome. No patient related information is available.